Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("chronic pelvic pain") and device dislocation ("left coil had migrated out of the fallopian tube/migration of essure device: broad ligament of uterus") in an adult female patient who had essure (batch no. C51069) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping and abdominal pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery, surgery (laparoscopic right salpingectomy and hysteroscopy on (B)(6) 2015) and surgery (later, tubal ligation on the left side- salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, device dislocation and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiff has been advised that she will likely need a total hysterectomy to remove the device that migrated. Essure procedure was performed. Patient tolerated well. Trailing coil: left-4, right-4. There was no perforated right essure coil visualized on laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube), perforation on (B)(6) 2015, pathology surgical report: specimen(s) received: right fallopian tube final diagnosis: fallopian tube, right, salpingectomy: - completely transected fallopian tube. Paratubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: received quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced pelvic pain ("chronic pelvic pain") and device dislocation ("left coil had migrated out of the fallopian tube"). First a right sided salpingectomy and hysteroscopy was performed and later a tubal ligation on the left side. Pelvic pain and device dislocation are serious due to their medical significance and they are anticipated in the reference safety information for essure. Pelvic pain may occur during the use of essure. Based on a compatible temporal relationship, on the nature of the event, and on the lack of alternative explanations, a causal relationship with essure cannot be excluded (related). Although the exact onset date and mechanism of this device dislocation is unknown, given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("chronic pelvic pain") and device dislocation ("left coil had migrated out of the fallopian tube/migration of essure device: broad ligament of uterus") in an adult female patient who had essure (batch no. C51069) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping and abdominal pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (laparoscopic right salpingectomy and hysteroscopy on (B)(6) 2015) and surgery (later, tubal ligation on the left side- salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, device dislocation and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiff has been advised that she will likely need a total hysterectomy to remove the device that migrated. Essure procedure was performed. Patient tolerated well. Trailing coil: left-4, right-4. There was no perforated right essure coil visualized on laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube), perforation on (B)(6) 2015, pathology surgical report: specimen(s) received: right fallopian tube final diagnosis: fallopian tube, right, salpingectomy: - completely transected fallopian tube. Paratubal cyst. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received- new reporter, patient's demographic information added. New events perforation (uterus), dysmenorrhea (cramping) added. On 27-feb-2018: medical record received. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and device dislocation ("left coil had migrated out of the fallopian tube") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criteria medically significant and clinically significant/intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (right sided salpingectomy and hysteroscopy on (B)(6) 2015) and surgery (tubal ligation on the left side). At the time of the report, the pelvic pain, device dislocation and abdominal pain lower outcome was unknown. The reporter considered pelvic pain, device dislocation and abdominal pain lower to be related to essure. The reporter commented: plaintiff has been advised that she will likely need a total hysterectomy to remove the device that migrated. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced pelvic pain ("chronic pelvic pain") and device dislocation ("left coil had migrated out of the fallopian tube"). First a right sided salpingectomy and hysteroscopy was performed and later a tubal ligation on the left side. Pelvic pain and device dislocation are serious due to their medical significance and they are anticipated in the reference safety information for essure. Pelvic pain may occur during the use of essure. Based on a compatible temporal relationship, on the nature of the event, and on the lack of alternative explanations, a causal relationship with essure cannot be excluded (related). Although the exact onset date and mechanism of this device dislocation is unknown, given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.